Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the device eroded and was expelled from the device pocket. The patient declined a clinic follow-up. No intervention has been performed and the patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.